Event description:
It was reported that high impedances were measured on the patient¿s implantable neurostimulator (ins) system which were discovered in the few days prior to report. Specifically, impedances of >4000 ohms were seen on electrode combinations of case to #2, 0 to 2, 1 to 2, and 2 to 3. It was also reported that there were low impedances on electrode combination of #0 to 1 (<(><<)>50 ohms), 0 to 3 (64 ohms), and 1 to 3 (70 ohms). It was believed that the patient may have been using one of the bipolar electrode combinations and that the ins battery may have depleted faster than normal. A procedure was performed to replace the ins. It was observed that the lead was twisted and kinked and was also replaced. The patient had excellent stimulation at 0.7 volts in the vaginal area post-operatively and was noted as doing well. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0g3jv, implanted: 2014-(B)(6), explanted: 2015-(B)(6), product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).